Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st(device #2) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #3). Not returned.

Event description:
Attorney alleges that on (B)(6) 2012, (B)(6) 2015, or (B)(6) 2017, the patient underwent surgery, which included implant of the following unspecified bard/davol hernia mesh devices; ventralex hernia patch (device #1), ventralight st (device #2), or ventrio st (device #3) . It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch (device #1), ventralight st (device #2), and ventrio st (device #3). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.